Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated device and observed that the control unit or mainboard was faulty and had an electric failure. Therefore, the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the switch/connector on the maintenance unit for the electric pen drive device did not function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.